Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer reseated the board cable connection to the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was failed. The customer reported that the user was unable to remove medications due to this malfunction and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.